Event description:
It was reported that after the catheter was inserted, the doctor connected the catheter to the pump, but the correct balloon volume was not displayed and showed "5 cc." The doctor then removed the intra-aortic balloon (iab) catheter and replaced with a new catheter so the patient could be treated immediately. The pump used was an acat 1 plus (B) (4). A request was made for more information.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.